Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that a non sustained episode of vf due to oversensing was observed. Lead was extracted and replaced. Patient condition after the event is good.